Event description:
Bilateral patient was revised due to poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, lot numbers required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided information. It would not be unreasonable to expect some wear after 17 or 18 years of implantation. The initial report states that is not suspected that the product failed to meet specifications or contribute to the reported event. The need for corrective action is not indicated. Should additional information be receive, the complaint will be reopened. Depuy considers the investigation closed.